Manufacturer narrative:
An event of central regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported central regurgitation appears to be related to patient condition (severe calcification on the valve cusps). The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During 80% deployment, there was a significant amount of calcification on the valve cusp, which caused resistance when attempting to open it inside the body, and it could not be opened any further and a post dilatation was performed. After that it was noted that the valve repeatedly shifts towards the left ventricle. The valve was changed into a new 25mm navitor vision valve. The valve was placed in the correct position, but aortic regurgitation (ar) was occurred from the center of the valve. A new 25mm navitor vision valve was placed. The patient was reported discharged.